Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. In (B)(6) 2015, valvular degeneration was reported as the patient had aortic regurgitation (ar), a mean gradient of 42mmhg and an effective orifice area of 0.85cm² and required hospitalization. A pre-tavi examination was performed including angiography which showed an ao-lv gradient 20 mmhg and grade 4 ar. The patient was discharged to rehab. On (B)(6) 2015, the patient presented with cardiac decompensation and was re-hospitalized. During hospitalization, the patient was treated for acute renal failure, hypotension, anemia and respiratory failure. The patient's physical condition worsened and the patient died on (B)(6) 2015. The cause of death was reported to be cardiac decompensation complicated by valvular degeneration. (Clinical study patient ID: (B)(6))